Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/26/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h4, d9 h3 evaluation: h3 investigation summary: two opened box with a total of nine packets of product code z513 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, nine packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested, and the following was obtained: alert date in the file is(B)(6) 2021 but the procedure date is (B)(6) 2021 which is after the alert date. Please clarify the procedure date. The alert date is (B)(6) 2021 and the procedure date is (B)(6) 2021. No further information will be provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch rcmpjp, z513g50 and no non-conformances were identified. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Alert date in the file is (B)(4) 2021 but the procedure date is (B)(6) 2021 which is after the alert date. Please clarify the procedure date. Additional information was requested, and the following was obtained: could you please confirm how many pieces present the issue (pull off suture needle)? The sales rep reported that qty of product involved is 2. Device return follow up. We regularly contact about the device returning. The following information was requested, but unavailable: what was used to complete the procedure? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate events were submitted via 2210968-2021-05885.

Event description:
It was reported that a patient underwent an unknown chest surgery on (B)(6) 2021 and the suture was used. During the surgery, after starting continuous suturing on the muscle layer, the suture was detached from the needle after putting 2 to 3 stitches. It was not a control release needle. There were no adverse consequences to the patient.